Event description:
During a laparoscopic assisted vaginal hysterectomy, the device was fired once without incident. The device was fired a second time. Bleeding was present and the er320 clip applier was used to try to control the bleeding. The bleeding vessel was retracted and the surgeon could not ligate the vessel. The surgeon made the decision to convert to an open procedure. On exam, of the staple line after opening it was noted the left rows of staples did not fire. There were a few staples present in the tissue that were completely open or only partially closed. The surgeon did not fire the device a third time without incident prior to opening the pt. One reload is being returned, lot number j44w81, batch number j00lot.

Manufacturer narrative:
Left wedge band bypass.